Event description:
It was reported to philips that the machine automatically switches off during case on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded and reconfigured the system software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).